Event description:
A 2.5 mm diameter x 8 mm length endeavor drug-eluting coronary stent delivery system was successfully implanted in an unknown lesion. Implant information is unknown. It was reported that approximately thirty-eight months post stent implant that the patient expired of unknown causes. No additional information has been obtained. Investigator assessment stated that the relation between the event, study device, procedure and the event were not assessable.

Manufacturer narrative:
(B) (4): evaluation results: no conclusion can be drawn.